Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of the emerge balloon catheter. There was blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic examination of the balloon revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall .5 mm distal of the proximal markerband was revealed. There was a deep scratch to the left of the balloon hole. Microscopic examination presented no irregularities in the balloon material or markerband that could have contributed to the damage. There is no indication the device was inflated over the rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-00842. It was reported that balloon rupture occurred. The chronic totally occluded (cto) target lesion was located in the moderately tortuous and severely calcified mid right coronary artery (rca). A 3.00 mm x 12 mm emerge¿ balloon catheter was advanced and placed within the distal aspect of the guide catheter to be utilized as a trapping balloon. However, during the first inflation for 5 seconds prior to reaching 15 atmospheres, the balloon ruptured. The device was removed and a 3.00 mm x 15 mm emerge¿ balloon catheter was advanced for the same purpose; however, the balloon also ruptured. The procedure was completed with a different device. No patient complications were reported.